Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at the printed circuit board. Pump was monitored and functioned properly. Unit was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues on the insulin pump. They received a power loss and power error detected alarm on the insulin pump. Troubleshooting was performed. It was noted that the customer had previously called to report a power error detected alarm. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. There was no clear indication that the alarm was cleared. The customer¿s blood glucose level was 155 mg/dl. The device will be returned for analysis.